Manufacturer narrative:
Device was used for treatment, not diagnosis. A manufacturing investigation was performed for the subject device (cable tensioner, part number 391.201, lot number p056869). A visual inspection was performed on the returned device. It was observed that the cable was jammed inside the cable tensioner. Destructive testing was conducted. The jammed cable was removed from the tensioner. Tensioner was re-tested and inspected and found to function properly. As previously reported, the device history record review of the subject device lot was conducted and found that the device met specification prior to shipping. Although the complaint condition was confirmed, no manufacturing related issue was identified and/or confirmed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. A device history record review was completed for the subject device lot. The review showed that there were no issues during the manufacture the product that would contribute to this complaint condition. No non-conformances were generated during the production of the subject device. The subject device has been received and is currently in the evaluation process. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an unspecified surgical procedure on (B)(6) 2016, the cable tensioner was not able to release tension. There was a one to two minute surgical delay due to the complained event. There was no harm to patient and the procedure was successfully completed using a different tensioner in the set with the same cable. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional conclusions from the manufacturing investigation performed for the subject device state that a root cause was unable to be determined; however, the complaint condition was most likely caused by wear over 7 year lifespan. It is not likely that the design of the instrument contributed to this complaint. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.